Event description:
Per the report received from canada a 7300tfx33 valve implanted in tricuspid underwent a valve-in-valve procedure after an implant duration of approximately two (2) years and two (2) months due to degeneration due to central leak 4/4. A 29 mm transcatheter valve was implanted within the pre-existing edwards surgical device.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2022". Therefore, (B)(6) 2022 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional, corrected information. H6: investigation finding and investigation conclusions. H11: additional manufacturer narrative: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.